Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image condition was traced to component failure. The cause of the noisy image was a faulty plug unit, and the cause of the white residues on both sides of the air water supply channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service technician identified that the device exhibited no image, noisy image and white residues on both side of air water supply channel. There was no patient involvement.